Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the stimulation was not giving them relief anymore. Patient said they were getting random shocks and they could feel stim only down the right side of their body. Patient mentioned they had it at 4.5 on program a during the day but at night they had to turn it down to 3 because the stimulation got so strong when they laid down. Agent asked for event date and patient said there were all different dates, but within the last month. The patient was redirected to their healthcare provider to further address the issue.